Event description:
It was reported that during a heavily calcified, circumflex (cx) coronary artery intervention, during advancement of a 2.25x28mm xience xpedition stent delivery system, a kink possibly occurred without reported resistance felt. The device was still used and the stent deployed successfully in the mid cx lesion. During removal, the device separated. Both pieces were removed without intervention. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported shaft detachment and kink were able to be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: note: at any time during use of the xience xpedition rx stent system, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. Based on the reviewed information, no product deficiency was identified.